Manufacturer narrative:
Concomitant medical products: product ID: esbf2314c103e stent graft, implanted: (B)(6) 2020, product ID: etlw1613c124e stent graft, implanted: (B)(6) 2020, product ID: etlw1610c93e stent graft, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to a pocket infection. No further patient complications have been reported as a result of this event.